Manufacturer narrative:
The investigation conducted by field service engineering found that system error code 20008 as well as system error code 20105 and 20205. It was determined that these system error codes experienced by the customer were associated with a patient side manipulator (psm) arm and a remote interface adapter printed circuit assembly (ria pca) boards. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. An ria pca is assigned to each system arm and performs numerous functions related to the function, control and hardware fault monitoring for its assigned arm. The system was repaired by replacing the affected psm and ria pca. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The 20008, system error code appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20105 appears when an auxiliary voltage error is detected during self-test. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the site experienced a system error code 20008. With the assistance of an isi technical support engineer (tse), the site undocked the system from the patient and attempted to exercise the patient side cart (psc) arm axis, apply emergency power off (epo) multiple times as well as reseat system cables; however, the system error code 20008 continued to occur. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.